Manufacturer narrative:
(B)(4).

Event description:
On 04/01/2011, a spontaneous report was received from another manufacturer (reference number (B)(4)) regarding a (B)(6)-old female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included a previous injection of botox (onabotulinumtoxina) on an unspecified date in (B)(6) 2010 (reported as "5-6 months ago" from (B)(6) 2010); a gynecologist appointment on an unknown date prior to (B)(6) 2010 during which unspecified blood work was drawn (results not reported); development of dark spots on the face during treatment with vagifem (estradiol) 25 mg twice daily, after which the vagifem dose was lowered to 10 mg twice weekly; previous injection of dysport (onabotulinumtoxina) (amount injected unknown) on (B)(6) 2010 to the forehead and crow's feet and a migraine on (B)(6) 2010 which was treated with an unspecified medication (reported as "someone gave her a pill for the migraine [unknown medication]"). The patient had no other medical history. The patient's skin type was not reported. Concomitant medications included vagifem 10 mg twice weekly. The patient received an injection of restylane (amount injected not reported) on (B)(6) 2010 to an unspecified site. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On (B)(6) 2010, after the implantation, the patient developed ringing in the left ear. Upon awakening on the morning of (B)(6) 2010, the patient stated, she was "deaf" in the left ear. On (B)(6) 2010, the patient was seen by a neurologist regarding the migraine she experienced on (B)(6) 2010 and was referred to an otolaryngology (ent) specialist. The patient informed the neurologist that she had previously received an injection of dysport, but "she did not mention it to her physician." On (B)(6) 2010, the patient was seen by an otolaryngology (ent) specialist and an audiologist who noted nerve damage in the patient's left ear. On an unspecified date in (B)(6) 2010 or (B)(6) 2010, magnetic resonance imaging (MRI) of an unspecified site appeared normal. The patient additionally reported that her brain, pituitary gland, and ears appeared normal. The patient was treated with a tapering dose of prednisone 10 mg tablets: 6 pills a day for 3 days, then 5 pills a day for 3 days, then 4 pills a day for 3 days, then 3 pills a day for 3 days, then 2 pills a day for 3 days, then 1 pill a day for 3 days. As of (B)(6) 2010, the patient was taking prednisone 10 mg 3 pills a day for 3 days and had an upcoming appointment on (B)(6) 2010 with an unspecified physician for a "2nd opinion." The lot number and expiration date were not reported. Company comment: the events have not been medically confirmed. The patient received both dysport and restylane. Unable to assess the events to treatment.